Event description:
It was reported that patients spouse had called to report that pacemaker has had "nothing but problems", and that md is recommending another ablation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.